Event description:
It was reported that the md inserted an intra-aortic balloon (iab) without fluoroscopy. After insertion the fiber optic sensor (fos) signal was lost, alarm sounded on the intra-aortic balloon pump (iabp) machine citing "high arterial pressure (ap) pressure" without any ap signal. The staff checked for kinking and confirmed patency of the transducer tubing. However, there was no ap signal detected this time as well. The pump alarmed for "high baseline". There was a report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). For complaint related to the same patient and event see MDR #3010532612-2019-00100 and tc #1900067384. The reported complaint of "high ap pressure alarm" is not able to be confirmed. No part was returned to teleflex for investigation. Additional information received indicates the pump was serviced by the distributor's technician and no alarms or abnormalities were noted. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex received the device for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Manufacturer narrative:
(B)(4). For complaint related to the same patient and event see MDR #3010532612-2019-00100 and tc # (B)(4).

Event description:
It was reported that the md inserted an intra-aortic balloon (iab) without fluoroscopy. After insertion the fiber optic sensor (fos) signal was lost, alarm sounded on the intra-aortic balloon pump (iabp) machine citing "high arterial pressure (ap) pressure" without any ap signal. The staff checked for kinking and confirmed patency of the transducer tubing. However, there was no ap signal detected this time as well. The pump alarmed for "high baseline". There was a report of delay in therapy. There was no report of patient complications, serious injury or death.